Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with premature battery depletion. The device was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient status was unknown.

Manufacturer narrative:
Additional information: b5 - patient stable.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with premature battery depletion. The device was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient status was stable.